Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-03252 and 1627487-2013-03254. During the procedure 3 scs leads were used, 2 scs leads have different lot numbers. It was reported during the permanent procedure, the physician was unable to gain access to the patient's epidural space with the lamitrode lead using the epiducer. Subsequently, the physician attempted to place the octrode leads; however, the patient began experiencing leg pain which resulted in the procedure being aborted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.